Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an automatic safety switch from bipolar to unipolar pacing occurred due to a high out of range pacing impedance measurement on the right ventricular (rv) lead. Additionally, this rv lead exhibited oversensing of noise, which technical services (ts) noted could be electromagnetic interference (emi) or myopotential in origin. Following the automatic safety switch, the health care professional (hcp) requested a review of the electrogram (egm) to review if there was crosstalk, which was refuted by ts. Ts also recommended evaluating the lead and performing isometrics. This rv lead remains in service and no adverse patient effects were reported.